Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), gastrointestinal disorder ("gastro-intestinal conditions"), headache ("headache") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, alopecia, gastrointestinal disorder, hormone level abnormal, headache, migraine and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia had resolved. The reporter considered alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, urinary tract disorder and weight increased to be related to essure. The reporter commented: treatment received for device breakage, dysmennorhea, (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test unspecified results- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), gastrointestinal disorder ("gastro-intestinal conditions"), headache ("headache") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, alopecia, gastrointestinal disorder, hormone level abnormal, headache, migraine and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia had resolved. The reporter considered alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, urinary tract disorder and weight increased to be related to essure. The reporter commented: treatment received for device breakage, dysmenorrhea, (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test unspecified. Results- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 11-sep-2019: pfs received. Case became incident. New events device breakage, dysmenorrhea, (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, gi conditions, hair loss, hormonal changes, headaches, migraines, weight gain added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.